Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering eval.

Event description:
The sales rep (B)(6) reported on behalf of the surgeon that the cage (curved tlif cage) did come off the insertion instrument and damaged the dura of the pt. He added that due to this the surgeon had to take the back of the spine off to repair the dura, which led to a delay of 1 hr. He further added the pt is well now.